Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that during an atrial fibrillation ablation a faradrive was selected for use. During procedure, pulsed field ablation (pfa) applications had already been performed in the left atrium and left superior pulmonary vein and were completed in the left inferior pulmonary vein. Upon attempting to transition to the right pulmonary veins, the guidewire could not be removed and appeared to be stuck. Attempts to advance a rosen guidewire were also unsuccessful. While the j-tip of the wire was able to flex, the proximal portion remained immobile. Multiple attempts were made to resolve the issue, ultimately resulting in the removal of the entire farawave catheter and guidewire from the body. Upon inspection, the guidewire showed no signs of tissue attachment or visible damage, nor did the catheter. It appears the guidewire became lodged within the farawave catheter. Retrospective observation noted a significant amount of air present when the catheter was first introduced into the sheath. There were no patient complications. The catheter was replaced, and the procedure was successfully completed. On 28oct2025 per gfe: air was seen only at the beginning when the farawave was first placed into the faradrive. During aspiration, a significant amount of air was pulled back multiple times, until it was clear of all air. Air appeared to be coming from through the faradrive from distal to proximal within the faradrive. No air was seen in the patient.

Event description:
It was reported that during an atrial fibrillation ablation a faradrive was selected for use. During procedure, pulsed field ablation (pfa) applications had already been performed in the left atrium and left superior pulmonary vein and were completed in the left inferior pulmonary vein. Upon attempting to transition to the right pulmonary veins, the guidewire could not be removed and appeared to be stuck. Attempts to advance a rosen guidewire were also unsuccessful. While the j-tip of the wire was able to flex, the proximal portion remained immobile. Multiple attempts were made to resolve the issue, ultimately resulting in the removal of the entire farawave catheter and guidewire from the body. Upon inspection, the guidewire showed no signs of tissue attachment or visible damage, nor did the catheter. It appears the guidewire became lodged within the farawave catheter. Retrospective observation noted a significant amount of air present when the catheter was first introduced into the sheath. There were no patient complications. The catheter was replaced, and the procedure was successfully completed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.